Manufacturer narrative:
A device history record review was performed for the subject device: part number: 398.41. Synthes lot number: a7oa20. Release to warehouse date: 19-may-2005. Manufacture site: (B)(4). Part expiration date: n/a. List of nonconformance¿s: n/a. The DHR is no longer available due to the age of the instrument (over 12 years old). Service and repair evaluation is as follows: the customer reported the one of the points broke into two pieces. The repair technician reported the tip of one of the forceps was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. A product development investigation was performed for the subject device: the returned forceps (part 398.41, lot a7oa20, mfg 19-may-2005) were inspected at customer quality and the complaint was confirmed. Upon visual inspection, it was noted that one of the tips of the forceps was broken and missing. The service and repair evaluation stated the same condition. Whether this complaint could be replicated is not applicable because the device was returned broken. A DHR review was not able to be completed as the device is over 12 years old. Dimensional analysis was not performed as relevant features are significantly deformed. Drawings (mfg. And current) were reviewed and no design issues were identified. Based on the age of the device there are no indications that material and hardness issues contributed to the complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Alterative lot number # a7oa20. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Corrected data: date of event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery of an open reduction internal fixation (orif) of the left radius, one of the cons of the reduction forceps with points broad-ratchet broke in to two pieces. One of the pieces fell into the patient. The broken piece was easily retrieved from the patient. There was no surgical delay. Another device was on-hand to complete the surgery. There was no patient harm. This report is for one (1) reduction forceps with points broad-ratchet. (B)(4).